Manufacturer narrative:
(B)(4). Batch # t5ct5w. Additional information was requested, and the following was obtained: is the current patient status known? The patient recovered normally. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The state was not changed. Device analysis: the analysis results showed that one ecr60w cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic cholangioenterostomy. The surgeon was fully trained and made sure all steps were followed the instruction. After fired, the surgeon noted that staples formed with irregular shape and result in bleeding. Suture was used to oversew. The patient was stable and in hospital now.